Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - boston scientific reported that this patient complained of dizziness and shortness of breath. A device check showed loss of capture and chest x-rays observed that this atrial lead was dislodged. The lead was capped and replaced.